Manufacturer narrative:
The pump was received with a cracked/bleeding lcd glass. Unable to perform a displacement test due to the physical damage to the glass. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported the insulin pump was cracked in parts near the screen and a button was unresponsive. Customer's blood glucose was not known. Customer was advised the device would be replaced and agreed to return the product for analysis.